Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient has a follow up appointment on (B)(6) 2020 to evaluate the issue and discuss options. The patient's fall is believed to be a contributing factor to the impedance issue. The impedance and charging issues have not been resolved at this time. No further information was reported.

Manufacturer narrative:
Analysis of product analysis #703646079:analysis information -- 26.05.2022 10:05:49 cst pli# 30 product ID# 97714 no significant anomaly and analysis of product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2014explanted: (B)(6) 2021 product type lead and product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2021 product type lead found broken conductors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the lead and battery replacement surgery were scheduled for (B)(6) 2021 at 8:30 am. The patient weighed 191 pounds at the time of the event. The next day the rep reported that the patient¿s ins and leads were replaced. Prior to surgery the rep read the patient¿s old battery and checked impedances and all the electrodes on the 0-15 lead were measuring high ¿do not use¿. The explanted ins and leads were sent to pathology at the hospital. They were aware that they need to be sent back to the manufacturer. A return mailer kit was provided.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2014, product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(4) 2014, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was waiting to have replacement surgery for their implant. It was noted that the reason was the electrodes that went up the patient's spine was never put in at the same level as the other. The patient told their healthcare provider and their manufacturer representative and it was stated they could not adjust that side very well because there was a strand broken. They had worked around it for years but they needed to replace the leads and use the paddle electrodes so the patient was referred to a neurosurgeon. The patient saw them in may however, because of covid they stopped elective surgeries but now they were going to do the surgery to replace the wires. The patient did not remember which year the leads were not working. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that at the patient¿s appointment on (B)(6) 2020, the hcp referred the patient to a neurosurgeon to discuss possible placement of a surgical (paddle) lead. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-aug-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 30-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient wanted stimulation on the right side and met with the rep for reprogramming. Electrodes 7, 8, 9, 10, 11, 12, 13, 14 and 15 were all measuring > 10000 ohms. During reprogramming the rep avoided using these electrodes and the only stimulation coverage they could get was the left hip, thigh and knee. The patient also reported that they have been having to charge their ipg more often and that it is taking longer to charge, but was unsure how long the device had been doing this. The patient's hcp was notified of the impedances and the physician office would call the patient to schedule an appointment. No symptoms were reported. No further complications were reported or anticipated.